Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient, has been investigated. During test in a reference ventilator, performed pre-use check passed without deviation and no alarms were generated during ventilation. The returned gas module failed during test in the manufacturing test system. Troubleshooting showed the module had a nozzle unit with a sticky membrane, which may have caused the reported high oxygen alarms. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to received logs, the last preventive maintenance was done in (B)(4) 2013, which means that the faulty nozzle unit was 3 months old at time of event, thus the cause of the stickiness is an early wear of the membrane. (B)(4).

Event description:
It was reported that during test with test lung the ventilator generated alarms for high oxygen concentration. There was no patient involvement. (B)(4).